Manufacturer narrative:
Correction: h1 should have been malfunction and not serious injury.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for poor physical condition. Device interrogation revealed that the pacemaker was in backup vvi. The patient presented in clinic on (B)(6) 2021 and the device was restored. The physician suspects electromagnetic interference affected the device. The patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that on (B)(6), 2021, the patient had presented in clinic for a CT scan. At the time the patient was feeling dizzy. The patient felt occasional pulsation between (B)(6), 2021 and (B)(6), 2021.